Event description:
It was reported that the left ventricular lead was capped due to dislodgement. The dislodgement was due to clavicular crush. No electrical anomalies were reported other than non-capture.